Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 11 states, "wear and/or deformation of articulating surfaces." Discarded.

Event description:
Patient underwent a left knee revision procedure approximately sixteen years post-implantation due to wear of the tibial bearing. The bearing was removed and replaced.